Event description:
It was reported that the wire became stuck in the device. A stenosed target lesion was located at posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use over a rotawire. During the procedure, it was noted that the wire became stuck in the device. Another of the same rotalink device and a new wire to complete the procedure. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator plus burr catheter. The advancer and handshake connection were microscopically and visually examined. The burr catheter was detached from the advancer revealing that the handshake connection was not visible and would not retract, the housing was opened during analysis of the device and the handshake connection was found to be pushed down and lying next to the coil inside of the sheath. The coil is stretched and kinked in the sheath. There is excessive wear in the sheath. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device, but would not pass the coil damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the wire became stuck in the device. A stenosed target lesion was located at posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use over a rotawire. During the procedure, it was noted that the wire became stuck in the device. Another of the same rotalink device and a new wire to complete the procedure. There was no patient complications reported.